Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) was received contained in the decontamination pouch. Visual inspection was performed. Only the detached stent component was returned. The stent component underwent microscopic inspection. No damages were observed (i.e., no kinks, no bends, or broken struts). Both distal ends were noted to be completely flared. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7632775. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. The issue reported regarding the stent component being prematurely detached was confirmed based on the condition of the returned product. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00572 and 3008114965-2023-00573. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 14-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00572 and 3008114965-2023-00573. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: +(B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7632775. The history record indicates this product was final inspection tested at (B)(6) and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00572 and 3008114965-2023-00573. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7632775) became impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31018681) and could not be further advanced. The physician removed the microcatheter and the stent from the patient¿s anatomy; it was noted that the stent component was observed prematurely detached / separated from the delivery wire. The physician switched to new devices to complete the procedure. There was no report of any negative patient impact. On 28-aug-2023, additional information was received. The information indicated that the location of the target aneurysm was the c6 segment of the internal carotid artery (ica). Adequate continuous flush had been maintained through the microcatheter. The stent / stent delivery system did not appear damaged. There were no visible kinks or other damages observed on the microcatheter. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) and the replacement microcatheter was another 150cm x 5cm prowler select plus (606s255x). The additional information confirmed there was no negative impact to the patient and there was no delay to the procedure.